Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. An xt clip was inserted and placed on the valve. However, while removing the lock line, the clip opened. The physician tightened the clip to full closed and removed the pin and the clip opened again. The clip was then deployed, reducing mr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, an enlarged atrium and restricted leaflets. An xt clip was inserted and placed on the valve. However, while removing the lock line, the clip opened to roughly 20 degrees. The physician tightened the clip to full closed and removed the pin and the clip opened again. The clip was then deployed, reducing mr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling.